Event description:
Distributor reported an issue with a pump in france, noting that its register was erased and an error alert occurred, leading to data deletion. There was no adverse impact to the customer's blood glucose level. The pump was expected to be returned for further examination, while a replacement pump was already provided.